Event description:
Procedure: crainiotomy. Reportedly, the tip of the needle broke off during the procedure inside the cavity during a second or third pass on pericardium, dura tissue. X-rays were taken and needle tip could not be located. Used another suture to complete the surgery. No injury was reported.

Manufacturer narrative:
During a routine review of our complaints, this complaint was re-evaluated. Because the information available for description of the event is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event. Jan-04-2007